Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 3.00 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of distal stent damage, with struts lifted and bunched. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 26.7cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the polymer extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. A 3.00 x 20 synergy drug-eluting stent was selected for use to treat a lesion. However, the shaft broke. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 3.00 x 20 synergy drug-eluting stent was selected for use to treat a lesion. However, the shaft broke. The procedure was completed with a different device. There were no patient complications reported.